Event description:
It was reported that the device had a power on reset while the patient was transmitting device performance data for remote followup. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presence of power on reset (por) parameters in the device. Por severity is low. The device should be able to fully recover after the reset. Parity error occurred on 13-jul-2010.